Manufacturer narrative:
Initial medwatch report was submitted, upon further review it was found that this medwatch report 3006260740-2023-01291 is a duplicate file and has been voided.  The original event was submitted on medwatch report 3006260740-2023-01061.

Event description:
It was reported the PICC line leaking fluid at entry site. PICC line removed and fracture identified.

Event description:
It was reported the PICC line leaking fluid at entry site. PICC line removed and fracture identified.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation.